Manufacturer narrative:
Additional information (31-may-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. Hsc reviewed the calcium (ca) calibration data and observed that the c1 (slope) calibration coefficient for the initial lot calibration performed on the event date was significantly lower than the other calibration performed using the same ca reagent and calibrator lots. The instrument data showed that the affected samples were initially processed using this lot calibration, and quality control (qc) recovered outside the customer's expected ranges when processed using this lot calibration. The customer performed a new lot calibration as part of standard troubleshooting, and qc recovered within the customer's expected ranges. Hsc concluded that the cause of the event is consistent with the issue related to the lot calibration performed on the event date. The cause of the low c1 (slope) calibration coefficient is unknown. The customer is operational. The device is performing according to specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2024-00121 was filed on 31-may-2024.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously elevated calcium (ca) results on two (2) patient samples obtained on an atellica ch 930 analyzer. Siemens is investigating the event.

Event description:
The customer reported to siemens that they obtained erroneously elevated calcium (ca) results on two (2) patient samples on an atellica ch 930 analyzer. The erroneously elevated results were reported to the physician(s), and the results were questioned. The same samples were reprocessed on an alternate atellica ch 930 analyzer. Lower reprocessed results were obtained and considered correct. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated calcium (ca) results.